Event description:
During the saphenous vein harvesting procedure, the distal lens was observed to be cracked. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.